Event description:
It was reported that a spectrum pump's keypad was not functioning properly. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received the device, but the eval. Is still in progress. When the eval. Is complete, a supplemental report will be submitted.